Event description:
The pt reported that on (B)(6) 2011 her blood glucose monitor "told my pump to give me a lot of insulin." The pt experienced low blood glucose as a result (value not provided). No further info was provided. The pt did not require treatment from a health care professional or second party to address the issue. The blood glucose monitor was requested to be returned for eval. The infusion device will not be returned.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.